Manufacturer narrative:
Additional, corrected and/or changed data: b.5, b.6, h.6.

Event description:
Healthcare professional reported "patients concern with the product and a right side rupture" and indication of biofilm at explant and a "small rent" on the implant. Additional events of "at the 12:00 position, 7 cm from the nipple in the reported area of palpable concern is a dominant solid mass which is round in shape with circumscribed margins. This is located in the middle to posterior third of the breast, and measures 11 x 10 x 11 mm in size. This is stable and thought to correspond to the previously reported mass at the 12:00 position, 7 cm from the nipple.....nearby, approximately 1.5 cm inferior to this is a similar appearing but much smaller oval-shaped solid mass at the approximate 12:00 position, 6 cm from the nipple within the posterior third of the breast. This measures 9 x 5 mm in size. If this represents the previously identified 1.2 cm mass at the 12:00 position, 6 cm from the nipple on the outside ultrasound, it is much smaller in size. At the 4:00 position, 4 cm from the nipple is a subtle slightly hypoechoic oval-shaped mass with gently macro-lobulated margins measuring 11 x 3 x 14 mm in maximal size. Allowing for differences in technique, this does not appear significantly changed in comparison to the prior ultrasounds." This record is for the right side. The device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: the device related to the reported events anxiety ¿ product/procedure, rupture, crease / folding of implant and lump/nodule was received on (B)(6), 2025 with lot number 1548546. Based on the product analysis performed, the assessments of the complaint codes are: ¿ anxiety- product/procedure: unable to observe as it is not related to the manufacturing process. ¿ rupture: observed broken device assessed as unidentified (tear) opening. Shell thickness was within specification. ¿ crease / folding of implant: no observed. ¿ lump/nodule: unable to observe as it is not related to the manufacturing process. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported "patients concern with the product and a right side rupture". This record is for the right side. The device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "patients concern with the product and a right side rupture". This record is for the right side. The device was explanted and replaced.